Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. The lot history record review showed no discrepancies that might have contributed to the reported experience. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report of moderate vasospasm in the m1 that was treated with nitroglycerin. The solitaire was delivered to the left middle cerebral artery(mca) m1/ m2 and retrieved under aspiration. Nitroglycerin was given secondary to some mild intracranial spasm in the m1 inferior division m2. The patient remained neurologically stable with nih stroke scale of 10-12 momentarily with rapid improvement back to her baseline of approximately 7. The thrombolysis in cerebral infarction (tici) was reported to have increased to 2b (slow flow within the parietal and superior temporal vessel). A repeat angiogram of the carotid demonstrated no evidence of dissection or vasospasm. Post intervention image was normal, however, it revealed infarct in new vascular territory. Baseline nihss was 8. At discharge the nihss and mrs scores were 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.